Event description:
It was reported that the system 9800 intermittently would not completely initialize. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the hard disk was the cause of the malfunction and was replaced. The system was tested and found to be working as intended and placed back into service.